Event description:
The customer reported error e117 [life of optical mode] and error b30 [scope communication error] occurred when the subject device was connected. There was no patient or user injury reported. No further information was provided. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed the device displayed a blurred image. This report is being submitted for the malfunction found during the device evaluation [blurred image].

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual, inspection of the endoscopic system, operation manual. Important information ¿ please read before use. Warnings and cautions: during the device evaluation, service confirmed error code e117 and error code b30, due to failure of the internal board of the scope connector. In addition, service found a liquid leak in the scope connector. The curved rubber adhesive was chipped, the light guide lens was cracked, the insertion tube had wrinkling, the universal cord had wrinkling, and the tip cover was crushed, due to external factors. Switch 4 was worn. Scratches were observed on the insertion tube, on the insertion tube boot, on switch 1, on the operation side of the universal cord, and on the scope connector side of the universal cord. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.